Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Based on similar reports, a potential cause for mechanical damage to the probe is operator¿s technique. The device instruction manual contains several warning statements to prevent this damage: ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends that a spare device be available during the procedure.

Event description:
Olympus was informed that at the beginning of a tlh procedure, approximately two thirds of the probe broke off into the patient. The fragment was retrieved with a grasper. There was no reported patient injury.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation results and update the lot number. The device was returned to olympus for evaluation. The evaluation confirmed the complaint for probe broken off. The evaluation found an approximately 16 mm length of the probe broken off. The teflon pad was also worn but with no metal exposed underneath the pad.